Manufacturer narrative:
The field service representative (fsr) verified that upon boot up, both power supplies worked as expected. The fsr verified the complaint with photographs and data logs of the issue. He replaced a power supply and release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the heart lung machine (hlm) displayed a 'battery cannot be charged. Full backup may not be available' message. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: b5 and h6. Per data log review: the power manager log showed a faulty power supply during power up on (B)(6) 2025 with a voltage power supply failure. The error occurred once and after power cycling the system, it went away. No additional observations were made for this error. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received that the issue occurred prior to use of the device for a cardiopulmonary bypass (cpb) procedure. It was used for the case. There was no delay.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.